Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with hypoglycemia. Blood glucose (bg) values dropped to 40 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. The patient was nauseous and dizzy. For treatment, the patient said they are just monitoring for now. The patient had self-treated before going to the hospital with soda and chocolate. The patient was released after 1 day.